Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) indicated a measurement of 3.10 volts during pre-implant testing. The device was not implanted. A boston scientfic technical services representative (ts) discussed whether the device had been checked with rf and left in storage mode. Ts recommended programming the device's zip telemetry off, re-checking the device's monitoring voltage 24-48 hours later, and returning the device if the voltage remained low. The voltage did recover to 3.18 volts, but a ts representative recommended return of the device.